Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the minute ventilation (mv) feature of this cardiac resynchronization therapy defibrillator (crt-d) detected two signal artifact monitoring (sam) episodes. Evidence suggests that electromagnetic interference (emi) was the cause of the issue. Troubleshooting options were discussed. This device remains in service. No adverse patient effects were reported.